Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was unable to program the time on the pump after changing the battery. The customer stated the pump asked to do a rewind and did not allow to escape from the screen. The customer also stated the alarm history displayed low battery, external ram crc error, and unexpected restart. A cold reset was performed alarm. The customer declined troubleshooting. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.